Event description:
New information notes that the problem of post paced t-wave oversensing (pptwos) persisted after initial programming changes were made. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an implantable cardioverter defibrillator (ICD) that exhibited post paced t-wave oversensing (pptwos). Programming changes were made. The pptwos was resolved but the device lost bi-ventricular pacing capabilities post device changes. The patient was asymptomatic.